Event description:
Sunrise medical pty ltd wheel chair branded magic mobility frontier v6 compact 73. Purchased (B)(6) 2017, (B)(6). This powered wheel chair is exported to the USA. Without warning, whilst being operated in an age care nursing home, a main drive wheel (there are two mid-chair drive wheels) fell off due to product mfg and design defects (as explained by authorized service agent of sunrise medical). This incident caused the wheelchair to crash into a wall, as one wheel was still driving the chair. Photograph taken by nursing staff and an incident report are available.